Event description:
It was reported that when the device, with reload cartridge, was used during a video assisted thorascopic right lung biopsy procedure, it would not fire, another device was used to complete the case. There was no pt consequence.